Manufacturer narrative:
The tech found the knee motor capacitor was the older style electrolytic which vented and ignited the motor wiring. The staff cleared the pt and visitors from the room and used a fire extinguisher to extinguish the fire. The bed had an electrical safety check on (B)(6) 2010, but there was no record of preventive maintenance. The account's biomed dept received the hill-rom capacitor letter dated (B)(6) 1991 on (B)(6) 2008 when a similar incident occurred. The biomed dept did not change the capacitors on the beds at that time. The hosp is scrapping the bed. Hill-rom has seen electrolytic capacitors vent in the field before on electric beds manufactured prior to (B)(6) 1990. In 1990 hill-rom started using dry film polypropylene capacitors on our electric beds instead of electrolytic capacitors. Technology advancements at the time in dry film polypropylene capacitors corrected the problem in the electrolytic type, which is subjected to continuous running would overheat, build up pressure and eventually vent causing smoking and an obvious smell expelling into the room. In some cases, when not venting properly, the capacitor would force the end cap loose with a loud noise. In 1991, hill-rom, to continually improve the performance of our products, made our customers aware of the change in capacitors used on our electric beds and encouraged the replacement of the electrolytic capacitor with the polypropylene capacitors.

Event description:
The account executive was contacted by the director of facility's who alleged a bed was on fire. A pt was on the bed. No injuries reported.